Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause was not determined definitively but they were guessing that the cause was related to the ins moving slightly into what was interpreted by the ins as the "reclining" position. They had not received any further complaints from the patient of the stimulation turning off after they set up the reclining position with adaptive stimulation. Nothing was done to resolve the orange contacts- the representative didn't need to use those contacts for programming. They reported that the orange contacts were probably still orange but the patient didn't report that the ins had shut off. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that two contacts were orange when checking impedance 5 and 6. Rep reported that he set up adaptive stim for patient. Rep initially set up lying, left and upright position but did not do reclining or mobile. When they were finished, patient got up and the patient said "it turned off". Rep exited work flow at this time and the patient had the controller connected and had locked the pc. Rep was asked if they checked to see if it actually turned off and rep confirmed ins was on. Rep received information later that day that it shut off 2-3 seconds and then it happened a third time. Rep took her back and repositioned again because rep thought perhaps the ins was 'tipping'. It was reviewed that it appears likely it was related to position settings and that they should check with patient. No further patient symptoms or complications were reported in this event.